Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. (Same patient as in related (B)(4).) If additional relevant information is received, a follow-up will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a leak, which occurred on the homechoice (hc) during use, during day dwell. The heater line leaked during day dwell. The caregiver (cg) stated that she had already discarded the supplies and started over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2013, in regards to a leak and she said that she did not notice anything wrong with the supplies that night. She said the leak was at the connection point of the heater line and bag. She did not have any difficulty when connecting the bag and the line earlier. There as patient involvement but no reported injury or medical intervention.